Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to customer¿s blood glucose level. A cartridge change was performed resolving the issue

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.